Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 4.0 x 12 mm nc trek balloon catheter was advanced to the lesion without issue and attempted to be inflated to nominal pressure, but the balloon did not inflate. The nc trek was removed without issue and a new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.